Event description:
It was reported that during a ptca procedure, after an angiojet made two to three passes, two stents were placed in the lesion. It was reported that the stents slightly overlapped. At this point, it was noticed that the guide wire tip was prolapsed. The guide wire was then removed, but the guide wire tip became detached and remained in the pt. The tip appeared to have been caught between the two overlapped stents. The tip was successfully snared from the pt and there were no pt effects. The lesion was reported to be a total occlusion in the rca.